Event description:
Caller reported compact plus system blood glucose results of 18.8 mmol/l, 11.4 mmol/l, and 5.6 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).